Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The radio frequency telemetry was also disabled. The patient underwent an ablation procedure in (B)(6). After a firmware download, normal device function resumed. No patient symptoms were reported and the patient would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).